Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.

Event description:
It was reported that they received an unk error code during the procedure. They did not have a second handpiece to go to, so they had to convert to open. They were able to complete the case with no pt consequence. The handpiece will not be returned for analysis. Additional info: rn advised that they did not have any other endoscopic devices to continue in an endoscopic modality and this is why they converted to an open procedure.